Event description:
Bvm (bag-valve-mask) was needed for resuscitation of a patient. When removed from the packaging it was discovered that the red cap portion of the pop-off valve was missing. It was not in the bag and no where to be found. Believed that the bvm was packaged with this piece missing. Rt got a 2nd bvm to manually ventilate the patient. Defective bvm and packaging saved and reported to leadership.